Event description:
The customer ran the same sample twice, which gave the same results of b positive for both samples when the results by sample report was printed. The customer had turned off the sample identification option in the provue software and sample ID's were manually entered using the computer keyboard. No incorrect or erroneous results were reported as a result of this incident.

Manufacturer narrative:
Cts review of the (B)(4) showed that the customer ran the same sample twice (sample #(B)(4)). Cts review of the (B)(4) also showed no instrument malfunction. Cts explained to the customer that they ran the same sample twice as per review of the (b)(40. Cts advised the customer to have the provue identify the samples when testing. The investigation determined that the sample identification option was turned off in the provue software and the customer was using the computer keyboard to manually enter sample ID's instead of scanning the sample ID's. (B)(4). No service needed.